Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7072105/7072134.

Event description:
It was reported that the patient was not getting significant relief from the spinal cord stimulation (scs) or injections. The patient was required medication and taking oxycodone-acetaminophen. The patient is now having increased pain over the ipg and will undergo revision.

Event description:
It was reported that the patient was not getting significant relief from scs or injections. The patient was required medication and taking oxycodone-acetaminophen. The patient is now having increased pain over the ipg. Additional information received that patient underwent an explant procedure where all devices were removed.